Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient¿s right atrial (ra) lead exhibited decreased p waves and abnormal presenting rhythm. The patient was brought into clinic, device interrogation revealed loss of capture at maximum output and decreased sensing. A chest x-ray was performed confirming lead dislodgement; the lead was high up in the patient¿s super vena cava (svc). The patient was asymptomatic. The lead was explanted and replaced with no patient consequences.